Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during removal of a small tomofix medial high tibia plate on (B)(6) 2013, the surgeon was unable to remove the proximal locking screw from the plate. The screw hole had been stripped by the driver, so the surgeon attempted to use the extract - screw. The surgeon cut the screw shaft and removed the entire plate. No adverse consequences to the patient were reported. No additional information is available. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Investigation coordinated by synthes (B)(4). Report received indicates the possible measurable dimensions of the complained devices were checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material testing certificates and the manufacturing papers for the extraction screw showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specifications. The plate (440.831s) and screw (413.065s) could not be checked due to the missing lot number. The investigation of the complained devices shows that the locking head of the screw is strongly blocked inside the threaded whole of the plate. The threads are complete fretted together. The reason for this problem may be different. Perhaps that too much applied mechanical force while tightening may have caused the problem. Another possible reason could be the instable fracture which leads to micro movement what can cause such fretting as well. The extraction screw is screwed in to the locking screw head. According to the complaint report it was not possible to remove the locking screw with the extraction tool. No product fault could be detected.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Without a lot number, the device history records review could not be completed. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.